Event description:
The reporter called and alleged a discrepant result when compared to the lab. The user had tested at home and then went to a doctor's appointment. The reported device result was 3.6 inr. The corresponding lab result reported was 5.4 inr. No treatment was given to the user. The device was replaced and requested to be returned for eval.